Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level went as high as 416 mg/dl. Troubleshooting for high blood glucose was performed. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose levels per healthcare provider's instructions. Customer advised drops of insulin came out of the tubing when they changed out their set and reservoir.